Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the clinician programmer screen was getting erratic and hitting certain buttons was becoming almost impossible. The issue resulted in an implantable neurostimulator (ins) being reset during a sessions with a dystonia patient. The patient experienced dystonia symptoms. The hcp grabbed another clinician programmer and continued. The hcp was able to use another clinician programmer to reset the ins to the appropriate settings. The hcp did not want to use the programmer until it was fixed. When the manufacturer representative tried tapping on icons, the programmer would jump to the one below and it was very hard to hit the icons. Calibrating the screen did not help. The cause of the event was normal use. The hcp was given a loaner programmer and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. The patient's indication for use is dystonia.